Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. It was noted that the grommet was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during device change-out procedure, the superior vena cava (svc) coil had high impedance values once it was connected to the device. It was further reported that the svc and right ventricular (rv) coils were subsequently switched within the device's connector and then there were high impedance measurements on the rv lead. It was further reported that threshold testing was checked and the device was not able to deliver a shock while sensing properly. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku